Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that remote monitoring revealed no capture, no sensing and high impedance on the right ventricular lead. A fracture was confirmed. The lead was capped (B)(6) 2021 and replaced. The patient was discharged. There were no adverse effects before or after the procedure.